Manufacturer narrative:
With the currently available information, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Adhesions is a known possible adverse event listed in the IFU. Additionally, the explanted device was discarded by the user facility and unavailable for evaluation. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following was alleged by the patient: on (B)(6) 2007 - patient alleges ventral hernia repair with a bard flat mesh. On (B)(6) 2012, patient alleges he started experiencing pain, discomfort sweating nausea and was taken to surgery for explant. The patient alleges that the mesh had disintegrated and was stuck to the intestines. Allegedly, the surgeon removed the majority of the mesh, with "many mesh fragments remaining in patient." On (B)(6) 2013 - patient alleges that he underwent hernia repair, and that the surgeon explanted as many mesh remnants and sutures as he could but felt further surgery to remove the remaining mesh fragments was too risky. Patient reports feeling much better now.